Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pacing impedance measurements on the right atrial channel. No changes have been performed. This device remains in service. No further adverse patient effects were reported.